Event description:
It is reported that the pt experienced a two stage revision due to infection. The first stage occurred on (B)(6) 2013 and final components were placed on (B)(6) 2014.

Manufacturer narrative:
This report will be amended when our investigation is complete.